Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous common iliac artery. The supracore 35 guide wire broke outside the anatomy when an unspecified guide catheter was attempted to pass over it as resistance was met between the two devices. The guidewire was noted to be stretched and guide wire access was lost. A new access point was attempted with a new unspecified guide wire; however, it was unsuccessful. Stenting of the iliac artery was discontinued. The patient under went thromboendarterectomy (tea) surgery instead . Although stenting of the iliac artery was discontinued, there were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break and stretching were confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance with a catheter during advancement. Dimensional analysis of the returned wire confirmed the outer diameter to be within specification. The coils were confirmed to be separated from the proximal solder and stretched distally. This type of damage is consistent with the reported interaction between the guide wire and catheter. Factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, and/or damage to the catheter or guide wire. In this case, it is unknown what contributed to the reported difficulty during advancement of the catheter. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the stretched coils and break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.